Event description:
It was reported by service report that the head pieces will not stay in position all of the time. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: loctite, lever.